Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. ¿date of event¿ is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-01944; 1627487-2020-01948; 1627487-2020-01950; 1627487-2020-01951; 1627487-2020-01953; 1627487-2020-01954; 1627487-2020-01956; it was reported that the patient's leads migrated. X-ray confirmed migration. Surgical intervention occurred during which the leads were explanted and replaced and the issue was resolved. It is not known which leads are related to the issue so all suspected devices are being reported.